Event description:
As reported, the (B)(6) patient requires a right hip gxl revision due to polywear. Revision has not been scheduled as of yet. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. Section b5: additional information received indicates that the patient refused yearly control. No additional information forthcoming. (H3) the most likely cause for the monitoring reported due to early prosthesis wear may have been due to a combination of the risk factors including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.